Event description:
Customer reported unit alarmed "injector module failure" while in use on a pt. Pt reportedly desaturated, and , due to the pt being listed as dnr, pt was not resuscitated and subsequently died. The unit's manual ventilation option was not enabled by the user. Investigation/conclusion: datex-ohmeda performed a checkout of the unit at the hospital site visit in july 2002, and the unit was found to function within MFR's specifications. It was agreed by hospital and datex-ohmeda personnel that the unit be returned to the madison manufacturing facility for further investigation. The unit was received ay datex-ohmeda, and add'l testing and review of the unit's error log was performed. Original hospital settings were duplicated in the lab using a siemens servo 300 mechanical ventilator and a hudson rci conchtherm iii heated humidifier.